Manufacturer narrative:
Unit was unable to prime during prime/delivery test and alarmed compromised force sensor system during basic occlusion test due to faulty back pressure sensor (gold). Unable to perform the excessive no delivery test and occlusion test due to prime fill anomaly. Pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked reservoir tube and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. Customer also reported that the device was squirting out insulin during manual priming. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.